Event description:
Customer reported device = 224 mg/dl at 8:30-9:00 pm. Customer stated the device then generated an error and they did not take their medication. At 12:30 am, customer fell on the floor. Rescure was called & their device = 47 mg/dl. Rescue gave pt orange juice and a teaspoon of sugar. Customer was taken to the hosp where they remained for a week. When customer fell on the floor, they cut themselve. Treatment and testing performed at the e.r. (ER) was not provided. No controls were used. A request was made for return product and replacement product was sent.